Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that the ¿pump completely failed.¿ there is no further information regarding the complaint available at this time. There was no reported allegation of an adverse event with this complaint. This complaint is being reported due to the alleged failure of the pump.